Event description:
Customer reported that he is in his way to the emergency room because his sensor cannula broke off inside his body. Customer stated that he was changing his sensor when he noticed that the sensor cannula was broken off. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.